Event description:
Customer states they are unable to bring up the 12 lead ECG. No report of pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.